Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. Vascular access was gained via the right femoral artery. There were two 99% stenosed target lesions located in the severely calcified and mildly tortuous distal right coronary artery. The proximal lesion was 25-30mm and the distal lesion was shorter. Initially the physician treated the proximal lesion successfully with the 1.25mm rotablator rotalink plus burr. The physician attempted to advance the burr to the distal lesion and the burr became stuck in the lesion. The physician made several attempts to retrieve the burr including using nitro, advancing a guide wire and balloon around the burr, and using a guideliner however these attempts were unsuccessful. The patient was taken to surgery for removal of the burr and a CABG was performed. No patient complications were reported, and patient status is fine. In the opinion of the physician, the cause of the burr becoming stuck was "aggressive burring".

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).